Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) lead, implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that during the patient¿s pre-discharge check, one day after implant, an interrogation noted small r-waves on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.